Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 is on the needle and attached to the suture. The variable depth straw has been trimmed. A functional evaluation was performed on the returned device and found the actuator would not push the t2 past the dimple. Therefore, the t2 did not deploy and implant. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, when t2 of the ultra fast-fix was inserted, the peek did not stay in the meniscus, the needle was reinserted into the meniscus, but the peek slipped out of its assembly. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is stable.